Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported the patient was on impella 5.5 support. While on support, placement signal unknown alarms. Echo performed showed proper placement, mid left ventricle pointed towards apex, inlet measuring 5.5cm from atrioventricular (av). Physician did not feel the need to reposition or make any changes. The automated impella controller (aic) was returned for investigation. This complaint was created for the aic. Eventually, care was withdrawn and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: as confirmed in 25-40372-1, there was a downward trend of placement signal throughout the case until the placement signal jumped to 3000 mmhg for the duration of the case. Device analysis: ic3990 was returned for analysis but the console performed as expected. 5s was good as was ccd array. Root cause: there was no problem found with ic3990. The optical signal issue was caused by the pump. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D10 concomitant medical products and therapy dates updated.